Event description:
It was reported that during a vascular stent procedure in the sfa, the vascular stent could not be deployed. Upon removal of the deployment system, the inner catheter was discovered to have become detached; although, it remained on the guide wire. The inner catheter and deployment system were removed from the patient without further incident. A vascular stent that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.